Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of her daughter (the patient) and reported that the pump's time and date were unexplainably incorrect. The patient indicated that a few days earlier, the pump's date was off by one day and the time was off by 12 hours. The reporter called animas to verify whether or not the pump was working correctly. The reporter was able to correct the pump's date/time prior to contacting animas. The reporter also indicated that patient's blood glucose (bg) levels had been higher the past few weeks. The reporter mentioned that the patient's bg's had been in the "300's" mg/dl. That day on (B)(6) 2012, the patient's bg level upon waking was "366 mg/dl". The patient's bg's had been coming down via correction boluses. No symptoms or medical intervention was reported by the patient's mother. The reporter admitted that the pump's basal rates had been increased by a health care provider (hcp) a few days earlier. The animas representative involved in this contact informed the patient that basal rate changes and having an incorrect pump time can contribute to elevated bg levels. The reporter did not know how the pump's date/time was set incorrectly. She admitted that the patient's diet had changed recently since the patient started eating pasta. The reporter denied that the pump had any power loss issues. She also denied that the pump's casing was cracked. The basal rates were confirmed by the reporter. She indicated that the patient knows how to deliver correct bolus amounts. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump's date/time was off by a day and 12 hours. It is unclear at this time if the pump was gaining time or if the pump's date/time was manually and incorrectly changes by the user. However, there is no evidence that the pump contributed to a serious injury. The reporter did not report any blood glucose readings, symptoms, or treatment that meet animas' criteria for a serious injury.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 06/20/2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: black box shows time and date resetting to default following a por at 7:35am (B)(6) 2013 the; the time was then manually set to 9:07am (B)(6) 2013. Dates in total daily dose history are incongruent changing from (B)(6) 2015 to (B)(6) 2013. A timekeeping accuracy test was performed. Pump maintained time accurately during 5 day duration test; however, when pump was left without power for 1 hour and pump was powered back on it had returned to the default time and date. The pump was opened and the internal battery was found to be leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.